Event description:
I started using the phillips dreamstation CPAP back on (B)(6) 2019. I have been on and off CPAP use for moderate to severe osa, dating back to (B)(6) 2006. I never had any issues with the older CPAP machine that I had initially been prescribed for use with until I started noticing more skin irritation, redness and rash-like areas over the nasal bridge of my face, which has been a bit more prominent over the last several months. I honestly didn't know what to make of the recall back then, but started becoming a bit more concerned over some of the product parts involved, including the silicone nasal pillows breaking down and ripping, often requiring constant replacement. I even noticed holes and noticed that some of the actual tubing material itself started to break down and corrode. I had been using humidified, warm air a while, so I naturally thought the temperature within the tubing could have been partially attributing to the breakdown. So, then I decided to stop using the water and air humidification apparatus altogether and continued to see breakdowns in the tubing material itself. As a CPAP user, I've always used very simple cleaning approaches, luke-warm water, gentle rinse and irrigation. So, I've been a bit concerned just with some of the actual materials that are being used for this medical grade device and though I can't be sure exactly what or how this might affect me overall in the long-term of things, my facial skin is almost developing into a burn-like rash which is quite concerning. Either way, though, I followed through with the recall process by registering my original device / CPAP machine and started using the replacement device, for which I still noticed similar issues with the tubing and mask material degrading over time. Though I was never specifically instructed on returning the old device, I still have the original device on hand, along with a number of product part replacements that I have accumulated over time. Refer to additional documents in i2k. Reference report mw5145600.